Manufacturer narrative:
It was reported that the distal side of the stent was found not fully expanding during deployment. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
It was reported that the distal side of the stent (duodenum side, percutaneous approach) was found not fully expanding during deployment. It was tested out of the patient's body but the stent did not expand fully. Another stent was used to finish the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that the distal side of the stent was found not fully expanding during deployment. As a result of analysis of returned device, outer sheath was not detached and stent was loaded. There were no curve and kinking in the stent loading part of the outer sheath. Deployment was tried without pressure and it deployed well. The stent expanded normally. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based description "distal side of the stent was found not fully expanding during deployment" and the loaded stent, it is considered that the distal side of the stent expanded somewhat slowly during the procedure due to the pressure and curve of the patient's lesion, so the doctor judged stent expansion failure. Then, it is considered the stent was recaptured. This device is not able to recapture. Taewoong medical's devices that are able to recapture are labeled " reconstrainable " on the box and attached tag. Through the user manual by taewoong, it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the distal side of the stent (duodenum side, percutaneous approach) was found not fully expanding during deployment. It was tested out of the patient's body but the stent did not expand fully. Another stent was used to finish the procedure. There were no patient complications as a result of this event.